Event description:
User facility medwatch mw5148522 report states "as reported, at the end of a successful tf tavr case, the perclose closure device failed, prompting a surgical cutdown on the right-sided access vessel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
Attachment: medwatch report # mw5148522. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis and a specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.